Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 110 ng/l. The sample was repeated using the vidas method, and the result was 3 ng/l. The sample was repeated due to the initial result not matching the clinical status of the pateint. An interference between pembrolizumab (anticorps monoclonal anti pd-1), decapeptyl, or apalutamide and the elecsys troponin t hs assay was suspected.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The concomitant medical product section, sections a2, a3, and b7 were updated. Additional results for the patient were provided: on (B)(6) 2025 the troponin t hs result was 111 pg/ml, and the troponin I hs result (biomerieux method) was 3.0 ng/l. On (B)(6) 2025 the troponin I hs result (biomerieux method) was 3.5 ng/l. On (B)(6) 2025 the troponin I hs result (biomerieux method) was 3.8 ng/l. On (B)(6) 2025 the troponin t hs result was 126 pg/ml, and the troponin I hs result (biomerieux method) was 5.5 ng/l.

Manufacturer narrative:
Section d4 lot number and expiration date were added. The calibration and qc were acceptable. A general reagent issue was excluded. The samples were received for investigation. The samples were tested for interfering factors. No igm or igg interfering factors were observed during the investigation of the returned samples. The elevated troponin t result is considered a true result. The investigation did not identify a product problem.